Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation the patient was noted to have a lot of thrombus formation in their left ventricle. The surgeon cleaned the thrombus from the left ventricle before implanting the pump. Following implant it took the patient a long time to wake up. The patient was suspected to have suffered from a cerebrovascular accident (cva). The left ventricular assist device (lvad) operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation the patient was noted to have a lot of thrombus formation in their left ventricle. The surgeon cleaned the thrombus from the left ventricle before implanting the pump. Following implant it took the patient a long time to wake up. The patient was suspected to have suffered from a cerebrovascular accident (cva). The left ventricular assist device (lvad) operated as expected.

Event description:
It was reported that during implantation the patient was noted to have a lot of thrombus formation in their left ventricle. The surgeon cleaned the thrombus from the left ventricle before implanting the pump. Following implant it took the patient a long time to wake up. A computed tomography (CT) scan was performed and saw multiple infarction in the brain. The patient was suspected to have suffered from a cerebrovascular accident (cva). The left ventricular assist device (lvad) operated as expected. The patient had no sequelae from the cva and no treatment was given. They were stable and discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.